Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that there would be no device return as this was only an enquiry by a surgeon on the possibility of a surgery. The patient has failed to attend two appointments so they were unable to determine anything.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient had an implantable neurostimulator (ins) that was implanted in 1996. As of a month ago it had been going on and off intermittently. It was noted by technical services that it most likely due to power on reset (por)/end of service (eos) behavior of old systems.